Manufacturer narrative:
Reported event of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. Reportedly, indication of the procedure was for choledocholithiasis. According to the complainant, during the procedure, the physician used a clip to keep the folds of the tissue away from the target site and to allow for the passage of the sphincterotome. The clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. The procedure was completed using a different device. No patient complications resulted from this event. The patient was recovering well following the procedure.